Event description:
Device 1 of 2. Reference MFR: 1627487-2014-06096. It was reported the patient's entire scs system was removed dur to discomfort at the ipg site and ineffective stimulation. It is unknown how many leads the patient was implanted with.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.